Event description:
The pumphead leaked during the bypass. The unit was changed out. No pt injury or further complications occurred as a result of this event. The pt is reported to be in stable condition. No further info is available.

Manufacturer narrative:
The pump head leaked during bypass. The unit was changed out without pt injury or complication. The unit was returned for evaluation which included visual inspection & performance testing. The unit was tested for a six hour period using water in the test circuit running at 3500 rates per minute. No leaks were detected during this testing. The reported event could not be duplicated.